Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 30-oct-2023 a 12.6mm, vicmo12.6, -14.50 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.